Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 28 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 37.7cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-may-2021. It was reported that crossing difficulties were encountered. The de novo target lesion was located in a coronary artery. Pre-dilatation was performed with 2.5mm and 3.0mm nc balloon catheter and a 28x4.00mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The de novo target lesion was located in a coronary artery. Pre-dilatation was performed with 2.5mm and 3.0mm nc balloon catheter and a 28x4.00mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Updated the event date updated from (B)(6) 2021 to (B)(6) 2021. Device evaluated by MFR.: promus elite ous mr 28 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 37.7cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.